Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced blockage at site due to a bent cannula on (B)(6) 2026. The insertion site was abdomen/arm. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.